Event description:
Physician attempted to use a fortrex hp balloon prior to patient treatment. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during pr eparation, procedure, post-procedure with an issue noted. 50/50 contrast inflation fluid was used. It was reported a leak was noted during preparation. This issue is reported for 3 balloons. A replacement medtronic device was used to complete procedure. No patient involvement.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a pre-inflated state. A visual inspection of the device found a hole on the shaft approximately 10mm from the strain relief. A 20mm water filled syringe w as connected and water leaked out through the hole. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.